Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and having had bent cannulas. The customer's blood glucose level at the time of incident was 85mg/dl. The customer's levels had been as high as 600mg/dl. The customer states they had been in diabetic ketoacidosis. Troubleshoot was conducted. The cannula was noted to be bent. The customer declined to troubleshoot for the highs. The customer was advised they would be connected to tech for assistance on carelink upload.